Event description:
The customer reported that the procedure had to be stopped due to multiple alarms. Per the customer, many clots were removed from the needle. They were not able to determine where the clots came from. No medical intervention was necessary for this event. The donor was able to return the next day and had a procedure without any problems. Patient information is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for injury has occurred.

Manufacturer narrative:
Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The lot number was not provided, therefore, a device history record review could not be conducted for this specific incident. All lots must meet acceptance criteria for release. The likelihood for platelet clumping to occur during a run is difficult to predict since it is not dependant on a specific platelet count and varies by patient. Therefore, every procedure should be observed for platelet clumping in the connector or the collect port. Root cause: the disposable set was unavailable for specific root cause analysis. Based on the images captured by the aim system, the collect line was not behind the lip of the optical reference as intended. The resulting lack of support under centrifugation created a restriction in the collect line, which lessened the product volume and yield observed in the product bag. After the procedure was paused and the collect line position was corrected, aim images showed only occasional and slight indications of clumping. Possible causes for the ¿inlet pressure sensor malfunctioned¿ alarm include a malfunctioning pressure sensor, the inlet access being disconnected from the patient, an obstruction of the inlet line trap or a defective set. Due to the nature of the design of the disposable set, the method used to load the set is vital to ensure the system functions properly. The spectra optia system essentials guide and the spectra optia loading guide provide detailed instruction for loading.